Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 755 mg/dl. Customer experienced fatigue, frequent urination, high blood glucose and was hospitalized. Customer was wearing the insulin pump at the time of the hospitalization.